Manufacturer narrative:
It was noted that the rv lead is not expected to be returned for analysis as it was discarded by the physician.

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold measurements and low r-wave amplitudes post implant. The patient was brought in for a revision procedure where the physician attempted to reposition the lead multiple times without success. Subsequently the lead was explanted. It was noted that upon removal of the lead from the patient's body tissue was stuck on the helix. A new rv lead was successfully implanted, and no additional adverse effects were reported. It was noted that the rv lead is not expected to be returned for analysis as it was discarded by the physician.